Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer had not recently reset the pump for this malfunction, which had occurred multiple times. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.